Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 113,258 joules of use. The fiber began oscillating where the beam exits the fiber. Fiber was replaced to complete the procedure without patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a distal circumferential fracture at the glass cap. Additionally, the visual examination identified the glass cap protruding from the metal cap, indicating glue failure. Although based on these observations, the reported event is confirmed, the fiber was functionally tested with helium neon (hene) laser fixture, and it was identified that there were no breaks along the fiber length. Therefore, the reported fiber body break was not confirmed. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The reported fiber body break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure nor the distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that there during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 113,258 joules of use. The fiber began oscillating where the beam exits the fiber. Fiber was replaced to complete the procedure without patient complication.